Manufacturer narrative:
Reason for occurrence: in 2014, when the issue was originally identified, origen determined that a revision made to the drawing provided to the supplier inadvertently removed the requirement to include barium for radiopacity from the drawing. Description of investigation: upon receiving the original customer complaint, the initial reporting facility assisted in the investigation by visualizing a catheter from the same product in the packaging by x-ray alongside the vv13f origen catheter, which was exhibited to fluoresce. This comparison allowed origen to report to the molding supplier and determine that the supplier was not using pebax with 20% baso4 as the requirement not included on the drawing. Prior lots of catheter tips were made correctly. Without inclusion of the baso4 requirement on the origen document, the requirement was not sustained by the molding supplier. While the catheter tips were made without baso4, the wire reinforcement allow for visualization by x-ray and fluoroscopy though the image is fainter and does not extend to the leading tip during insertion. Origen provided in the technical bulletin describing the issue the length from the end of the wire reinforcement to the leading tip to facilitate placement of these lots of catheters. The director of engineering discussed directly with medical staff at a subset of affected facilities and surgeons indicated that the measurements from the base of reinforcement to the tip were sufficient to allow placement of the affected lots. Specific failure modes/mechanism: origen IFU defines the use of either x-ray or echo/ultrasound to facilitate placement of the catheter. Customers who receive the affected catheters and use x-ray within the or to monitor placement do not have sufficient visibility of the catheter tip to determine proper insertion. During the procedure, echo/ultrasound is not always readily available in the suite, which does not allow for rapid transition to the alternate visualization method. The device component involved in the catheter tip, pd02- 928.001. During the course of the investigation, origen identified additional part numbers affected. The component drawings for all parts are not provided as they differ only in dimensions. The affected part numbers are provided below. See drawings: pd02-928.001 catheter tip. Pd02-928.01 tip with molded hub. Pd02-928.1 assembly. Pd02-928 final product for packaging. Vv28f: finished good. Manufacturing steps that could contribute to problem and how considered in investigation. Tip molding by subcontractor incorporates baso4 during the molding step. Determined that lack of inclusion of the baso4 in the drawing, which goes to the molding. Company resulted failure. No other mdrs have been identified for this failure mode. Origen received 2 complaints (18sep2014, 06nov2014) prior to the complaint associated with this report. Origen did not submit an MDR when the original issue was identified in 2014. Origen will file an MDR at this time under number 1000160256-2017-00003. Actions taken byorigen. When the original complaint was received in 2014, origen concluded the investigation in october 2014, origen did not see a significant risk with the lack of baso4 as majority of users were thought to use echo/ultrasound for placement rather than x-ray. After the second complaint was received in november 2014, a technical bulletin was created. Describing the issue with the affected part and lot numbers identified at that time. Updates were made to the technical bulletin as additional part and lot numbers were identified through the final update released in july 2015. Origen determined it was not necessary to remove the product from the market as surgeons are able to place the catheter based on visualization of the wire reinforcement and the measurement from the base of the enforcement to the leading tip.

Event description:
Upon review of the extracorporeal membrane oxygenation (ECMO) cannulas, it was discovered by staff that these cannulas have a known problem with lack of barium impregnation, making the cannula not visible on x-ray.